Event description:
Boston scientific (bsc) received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had an abdominal implant. The patient had a stronger type of magnet in their pocket. When the patient had a device check, it was discovered that the device had been turned off for about two months. Upon interrogation, it was noted that the device was picking up the magnet. There was no adverse patient effects. The device was ultimately replaced with a non-bsc device.